Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced from the patient's right eye during the initial procedure due a loading issue and/or folding issue which resulted in a broken haptic. The incision was enlarged.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.